Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility is "having a hard time with the introducer" within the PICC kit. Returned photo shows a bunched introducer sheath.

Event description:
It was reported the facility is "having a hard time with the introducer" within the PICC kit. Returned photo shows a bunched introducer sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One photo of a microez microintroducer was returned for evaluation. Blood residue was visible on the tip of the dilator. The dilator was still present within the sheath and has not been split. The dilator tip was observed to be curved and bent. The sheath was observed to be bunched and contained three wrinkled sections proximal to the sheath tip. The condition of the of the entire sheath tip could not be clearly inspected from the image provided. Based on the damage observed, possible contributing factors include advancement against resistance and damaged transition at the sheath tip. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.